Manufacturer narrative:
The device was checked on-site by an engineer of the local dräger s&s organization. It was found during log file analysis that the shut-down of automatic ventilation was a system response to a drop in the auxiliary vacuum pressure. The auxiliary vacuum pressure is required to keep the ventilator diaphragm in place during piston movement and to actuate the valves which control the ventilation cycles. If the vacuum pump cannot build-up the necessary pressure level or fails completely, automatic ventilation is not possible. If this condition is present already during pre-use check the device will respond with a failed self-test result. In case of occurrence during use the device will force a shut-down of automatic ventilation and post a corresponding alarm. Manual ventilation with the built-in breathing bag will still be possible then. The service engineer found no issue with the pump itself; the pcb which generates the supply voltage for the vacuum pump was replaced as a precautionary measure. The device passed all consecutive tests and was returned to use. The replaced pcb was tested in the manufacturer's lab but did not exhibit any deviation from specification. Thus, evaluation remains inconclusive - the issue may have been related to a leak in the particular pneumatic path. For example, if one of the small tubes that is required to actuate the apl bypass or the peep valve comes off this will also lead to a significant drop in vacuum pressure. Finally, it can be concluded that the device responded as designed upon an error condition unknown origin which may lead to potentially hazardous output or to severe damages to the ventilation unit; automatic ventilation was shut down and, the user was alerted by means of a corresponding alarm.

Event description:
It was reported that there had a ventilor failure occurred in two differerent surgical procedures. As per report, no patient consequences have occurred in any of the cases. Remark: an individual report is filed for each instance of ventilator failure - please see also.